Event description:
Patient's seizures were reported to be increasing despite dosing parameter increases. Patient's medication has been increased. Patient is taking 7 medications and having 30 seizures per day. No additional relevant information has been received.